Event description:
It was reported that during the treatment of an aneurysm, the embolization coil could not be advanced in the aneurysm. It was to be the finishing coil. Upon retraction, the coil prematurely detached partially within the aneurysm and the mca. Approximately 2-3mm remained in the artery. The coil was left in place. No attempt was made to retrieve the coil. The patient was placed under observation. No harm was reported. The patient is (B)(6).

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device was reported to have been discarded. The patient is (B)(6). The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.